Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient¿s blood glucose excursion was caused by patient condition/illness and made no allegation of malfunction against the insulin pump. The reporter stated that the patient believes they are getting ¿a cold.¿ troubleshooting performed by animas customer support revealed the basal delivery totals in the total daily dose did not match; the prime menu was accessed and the pump was suspended. The basal history matched the active basal program settings. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to training/misuse; accessing the prime menu and suspension of the pump.